Event description:
Information was received that device has bad water pump. The issue was discovered during the scheduled preventative maintenance testing; no patient involvement.

Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found it to have a dirty front cover and old plate clip. The device tank was filled with water and powered on. The reported customer complaint was not confirmed.